Event description:
It was reported that a user experienced hyperglycemia after a meal consisting of shrimp, vegetables, a small amount of rice, and soup while using the ilet system with a steel infusion set; the highest blood glucose was 200 mg/dl, and a reading of 196 mg/dl was noted at the start of a guided supply change. Symptoms included none reported. Outcomes included completion of troubleshooting and education, including assistance with a full supply change, switching the infusion site, and refilling insulin due to a low remaining volume of approximately 10 units. Investigation included user coaching on supply replacement and infusion set placement after the cannula was initially placed incorrectly, necessitating a second set. Investigation of this case revealed that hyperglycemia occurred with unclear cause, with contributing factors including a recent site placed on a leaner body area, an initially misplaced cannula, and low insulin volume; the underlying device was not confirmed to malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.